Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25july2019. The manufacturer¿s international service technician confirmed the reported issues. The manufacturer¿s international service technician replaced the flow sensor assembly and power switch overlay to address the reported problems. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The returned gds system was tested with no failures identified; therefore, the root cause of the reported issue could not be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician noted that the unit failed the airflow accuracy test and that the green power on/off led had illumination failure. There was no patient involvement.